Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned to 8 millimeter (mm) on the lcc and 3mm on the non-coronary cusp (ncc). Aortography revealed patent coronary arteries and the valve was fully deployed. While recovering from anesthesia, the patient became hypotensive. An aortography was performed revealing occlusion of the left main (lm) trunk. The valve was snared up to the ascending aorta and the blood pressure did not return. Cardiac massage was performed and percutaneous cardiopulmonary support (pcps) was initiated. The physician reported the valve was implanted high due to the narrow diameter of the sinus of valsalva (sov). The native valve cusp likely blocked the lm ostium as the self-expanding valve progressed following the procedure. Subsequently, a second non-medtronic transcatheter valve was implanted. The pcps was removed and an intra-aortic balloon pump (iabp) was inserted. The iabp was removed and the patient remained stable. No additional adverse patient effects were reported.